Event description:
It was reported that the patient was experiencing discomfort at the pocket site and the spinal cord stimulator (scs) leads had high impedances. The patient underwent a procedure wherein the implantable pulse generator and scs leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1232 (sn (B)(6)). The returned ipg was received with a lead stuck in port a, and the septa for ports a and c were damaged and missing pieces that had become lodged inside the setscrews beneath each of them. The debris was removed from each setscrew, allowing them to be engaged without any issues. The lead in port a was removed using pliers and tweezers after dislodging the contact that was jammed below the connector block and applying considerable force. With all the available information, boston scientific concludes that the allegations of lead difficult to remove from ipg and high impedances have been confirmed. Once the lead was extracted, the ipg successfully passed the impedance test and the functional test without any problems. The lead was not fully inserted in the ipg port when the set screw was tightened, causing damage to the proximal contact(s), high impedances, and the inability to remove it from the ipg port. Sc-2218-50 (sn (B)(6)) (B)(4). The returned lead was analyzed and visual inspection of the proximal end revealed that the spacer between the retention sleeve and contact 8 was crushed by the implantable pulse generator (ipg) setscrew. With all the available information, boston scientific concludes that the reported event was confirmed. The proximal end of the lead was not fully inserted into the ipg port when the setscrew was tightened, causing the damage to the spacer. High impedance readings were caused by contacts not properly aligned in the ipg header. Sc-2218-50 (sn (B)(6)) UDI: (B)(4). The returned lead was analyzed and visual inspection of the proximal end revealed that the spacer between the retention sleeve and contact 8 was crushed by the implantable pulse generator (ipg) setscrew. With all the available information, boston scientific concludes that the reported event was confirmed. The proximal end of the lead was not fully inserted into the ipg port when the setscrew was tightened, causing the damage to the spacer. High impedance readings were caused by contacts not properly aligned in the ipg header. Sc-2218-50 (sn (B)(6)) UDI: (B)(4). The returned lead was analyzed and visual inspection of the proximal end revealed that the spacer between the retention sleeve and contact 8 was crushed by the implantable pulse generator (ipg) setscrew. With all the available information, boston scientific concludes that the reported event was confirmed. The proximal end of the lead was not fully inserted into the ipg port when the setscrew was tightened, causing the damage to the spacer. High impedance readings were caused by contacts not properly aligned in the ipg header.

Event description:
It was reported that the patient was experiencing discomfort at the pocket site and the spinal cord stimulator (scs) leads had high impedances. The patient underwent a procedure wherein the implantable pulse generator and scs leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 16931274.